Event description:
Caller states the patient tested 6.3 inr on the coaguchek cs system and 3.32 inr on a comparison lab. Patient's coumadin dose was held based on the lab result, and subsequently decreased due to follow up tests. No adverse event reported. Requested return of suspect device and replacement was sent.